Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: .

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured and a vertical split was noted in the center of the balloon. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.